Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 436 mg/dl. The customer stated that prior to the event, she had an elevated blood glucose level of 400 mg/dl and bolused 4 units of insulin to herself. The customer then stated that she started having contractions, which is when she was brought to the hospital. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.